Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Additionally, the device was swapped out for another ventilator. The manufacturer's product support engineer (pse) evaluated the device and confirmed the occurrence of the 1104 alarm error in the event log. The pse replaced the central processing unit (cpu) and verified that the reported issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed cpu pcba was returned to the product investigation lab (pil). The technician found that the 1104 error code was shown in the log history (1104,03:56.55pm,07-28-2023,postbackupaudiblefailed) and installed the cpu pcba into a pi ventilator to duplicate the reported issue. Ls1 was verified as faulty on the cpu pcba. The technician confirmed that the 1104 error generated during standard test bed (stb) operation as soon as the power on button was pressed and occurred repeatedly during the cycling of the stb through the use of the power on/power off button. The technician induced a hardware power fail condition with the stb and found that the light emitting diode (led) on the bezel was flashing bright red as expected; however, there was no audible sound. The technician discovered that the reason for the repeating 1104 error and failure of the secondary alarm circuit was due to a faulty ls1 (secondary alarm buzzer). Ls1 had a 337.5 ohm resistance, verifying that ls1 was not shorted or open. The technician verified that ls1 (secondary speaker) failed to function as expected with 10vdc applied with the bk precision 1696 dc regulated power supply. No tone was heard.